Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6). The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has been inoperable ever since the patient underwent an unrelated surgical procedure. A couple of company representatives have been instructed to meet with the patient for troubleshooting.

Event description:
Follow-up revealed troubleshooting via company representatives was performed. The outcome is unknown. It was also reported the patient passed away due to unrelated health issues.